Event description:
The pt was seated in a chair and was being positioned for a needle localization procedure. The selenia c-arm was lowered by the technologist by depressing the footswitch. When the footswitch was released the c-arm continued the downward motion. The technologist depressed the up-command footswitch, but the c-arm continued downward onto the pt's left leg. The system was eventually stopped via physical resistance by two other individuals called to assist the technologist during this event. The emergency off switch was not used. The technologist stated pt's leg had a red mark where it came in contact with the selenia c-arm. The pt was brought to another room and the procedure was completed that same day.

Manufacturer narrative:
The selenia system was evaluated by an hologic field engineer on (B)(4) 2012 and was found to be working properly. The technologist stated the pt was very nervous and may have inadvertently depressed the control switch at the back of the system c-arm allowing for the continuation of the downward movement. The operator's manual advises caution in the placement of the pt's hands during a procedure to avoid this type of incident. In addition, the use of the emergency off switch would have immediately shutdown the system, preventing the continued downward motion of the c-arm. The technologist did not use the emergency off switch during this event. The system was immediately returned to service after the eval by the hologic field engineer. No other occurrences have been reported with this system.